Event description:
Had essure coils implanted (B)(6) 2012, immediately experienced back pain. When I told the doctor about back pain one week post op, I was told it was from my body getting used to the coils. Back pain has continued to get worse, some days I am unable to walk. Over time I have experienced pelvic pain, now on a daily basis, hair loss, bloating, gastrointestinal issues, joint pain, depression, weight gain, swelling of the feet and ankles. Was told after ultrasound that I have an inverted uterus. In 2011 was diagnosed with hemochromatosis.